Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years and 10 months. The pump remains in use supporting the patient. Approximately 24 inches of the external portion/distal end of the driveline was returned for evaluation. Electrical continuity testing of the returned portion of the driveline revealed that all wires were electrically intact. Upon removal of the outer silicone sleeve and clear bionate, breakdown of the braided shield and wire kinking was noted approximately 2.5-4.5 inches and 11-12 inches from the metal connector. Examination of the underlying wires revealed that the black wire was partially fractured at approximately 3.5 inches from the metal connector in the location of the kinked wires, exposing the inner conductors. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing. If the exposed conductors of the fractured black wire contacted the braided shield while the patient was operating on a grounded power source such as the power module, the resulting short to ground would have caused the reported low speed and pump stop events. The fractured conductors of the black wire could have caused the driveline fault alarms. Review of the submitted log files confirmed driveline fault alarms as well as intermittent low speed and pump stop events. Review of submitted x-rays indicated two areas of potential shield breakdown and/or kinking; however the location of the potential damage could not be determined based on the image. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. On (B)(6) 2016, it was reported that the patient was admitted for overnight observation due to a driveline fault alarm. There were no clinical issues reported for the patient. The patient's system controller log file data was submitted to the manufacturer's technical services department for analysis. The review noted a driveline fault alarm which was recorded on (B)(6) 2016. No indication of a driveline issue was observed in the submitted log file. On (B)(6) 2016, a second log file was submitted for analysis that showed a pump stop event on (B)(6) 2016 at 13:16 which appeared to have occurred while the lvad was connected to the power module. The data recorded in the log file appeared consistent with a potential issue with the driveline. There was no reported adverse effect to the patient. The customer exchanged the patient's system controller and requested the manufacturer to further evaluate the patient's driveline. On (B)(6) 2016, technical services representatives performed a driveline evaluation. A wire phase interrupter test was performed and no open wires were found. An external driveline repair was requested by the customer due to suspected driveline wire compromise. An external driveline replacement was performed approximately 2 inches from the driveline exit site. All tests passed after the repair was completed. No subsequent events have been reported.